Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. Troubleshooting revealed there was no damage to the battery compartment or battery cap and the battery cap was tight and secure. The patient also reported there was moisture and corrosion in the battery compartment. The patient obtained a blood glucose reading of 'greater than 300 mg/dl' and he experienced no symptoms of high or low blood glucose levels. The patient's blood glucos level and lack of symptoms were not indicative of severe injury as per animas definitions. There was no patient injury associated with this issue. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
(B)(4): testing was unable to duplicate or verify the reported issues with intermittent power, moisture, and corrosion. Pump was exercised for 24 hrs with no power issues or alarms occurring. No evidence of moisture observed in battery compartment but a crack observed in the case near top right corner of display and a case leak was found during leak testing. Pump opened and no evidence of internal moisture damage found. No damage was found to power circuit. No defects in the battery cap were found. After setting date and time on pump battery was removed. Pump was left without power for 1 hour; when pump was powered on it had returned to default time and date. The internal battery (bt1) was found to be leaking. Reboots were observed in the black box. Black box reveals pump returning to default time and date following a power on reset. Unrelated to this complaint, the display screen is dim. When a test display screen was used the display functioned properly.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.